Event description:
It was reported that syringe in place alarm keeps going off. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified syringe plunger not in place

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Incorrect assembly of the timing plates by customer (tamper seal broken on plunger assembly) was found during the investigation. Reassembled both timing plates. The cause of the reported problem was traced to the customer incorrect assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.